Manufacturer narrative:
The consumer's complaint is confirmed. Evaluation of the returned test strips read high out of control range. The root cause is attributed to the consumer's storage and handling of the test strips as evidence by the weight of the returned vial failing the weight test. A failure of this nature is consistent with a compromised vial by exposure to humidity and/or fluid. This finding is further supported by the results of the retain strip lot testing which confirms the retain strips to perform within specification. During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. While on the phone, a control solution could not be performed because the consumer did not have any nova max control solution. There was no report of any adverse incident as a result of administering of the extra units of insulin. The consumer declined to provide any further information regarding the reported event. The sequence of the reported results by the consumer does not align with the date and time details stored in the meter history. Test strip lot # 1020215155, expiration date: 6/30/2017, control solution lot # none. Per label copy/ package insert: high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control: checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Storage and handling: keep the nova max glucose test strips vial tightly closed when not in use. Test strips should be stored only in the original vial. Meter and test strips will be returned for evaluation.

Event description:
Consumer called in concerned about the discrepancy between her nova max link meter and her other unknown meter. According to the consumer, the meter is displaying the same blood glucose results for the last couple of days (B)(6) 2015 at 07:16 am bg 40 mg/dl using an unknown brand 'backup' meter consumer confirmed the result 40 mg/dl obtained from her other unknown meter felt more accurate ( she was feeling low) - according to the consumer, she did treat herself based on the bg result but could not provide further details. Consumer is on a pump and insulin is administered directly from the pump.